Event description:
It was reported that the symptomatic patient presented in the ER after receiving inappropriate therapy. The device was found to be in back-up vvi mode. The device was restored via download and remains implanted.